Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a moisture damage on the insulin pump. The customer's blood glucose level was 117 mg/dl. The customer stated that she accidently dropped her insulin pump in the toilet. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The patient was advised to revert to a back up plan. The customer stated that she had a back up plan.

Manufacturer narrative:
No traces of moisture noted at electronic or motor assemblies per visual inspection. No cosmetic damage noted.